Event description:
Customer called and reported to customer service that her transformer for her pump in styler is getting really hot and she did one time see a spark, but no flames. She did not receive any injuries. She stopped using it right away.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she indicated that the transformer was hot to the touch and she saw a spark one time only. She did also indicate that she did not witness fire, smoking or melting and that there was no injury sustained as a result of the issue. Refer to page 1, evaluation summary, for details of the analysis/evaluation performed on the power supply. Customer reported sparking, results of investigation could not confirm complaint. As a result of CAPA ca (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was deformed. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.17 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 66.93 ohms, which is normal and indicates that the thermal fuse did not blow.